Event description:
It was reported the guidewire was stuck. Intravascular ultrasound (ivus) imaging could not be performed post stent dilation because the opticross hd imaging catheter kept getting stuck on the non-(B)(6) guidewire. An alternate device was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).